Event description:
I had an umbilical hernia surgery which was to repair 2 hernias located in the belly button area. Surgical mesh was used to prevent other hernias from reoccurring and to of course repair! On or about (B)(6) months after my surgery, which would've been sometime in (B)(6) 2011, a huge ball has popped out of the left side of my belly button where the surgery was done. Since that time I've been seen through my pcp and also the emergency room due to complications and embarrassment of the object making me look like I'm 7 months pregnant. Before my surgery, my hernia never appeared to be out of the ordinary as far as looks, but now it's the size of an orange! Also, I no longer have insurance due to loss of my job in (B)(6) 2011. An emergency dr advised this could rupture at any time, x-rays were also taken on date of service, which was (B)(6) est. I'm not sure what my options are, but have heard there are recalls on this surgical mesh. My operation was done at (B)(6) by dr. (B)(6). He was originally referred by my pcp dr. (B)(6). Please contact me asap if I am a candidate of any lawsuit pending or what I need to do as far as my rights. Sincerely, (B)(6).